Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter. A kink was found on the catheter tubing approximately 59.7cm from the iab tip. A second kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. Additionally, the optical fiber was found to be broken 75.9cm from the iab tip. The pressure tubing was also returned. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) and initiating therapy, the console generated the a fiber optic sensor failure message and the blood pressure could not be obtained. The pressure was then obtained by forming an arterial line in the inner lumen and therapy was continued. The sensor function never recovered. There was no patient harm or adverse event reported.